Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0fujh, implanted: 2014-(B)(6), product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and a return of symptoms after walking through an airport security gate. It was stated that the implantable neurostimulator (ins) stopped working. The patient recently flew to san diego, but was able to feel stimulation prior to flying. The patient did not turn stimulation off prior to walking through security. It was further stated that the patient increased stimulation, but did not feel it. The patient was currently on program 2 at 5.5volts and the patient normally felt stimulation all the time. It was verified that stimulation was on. The patient then switched to program 3 at 5.3volts and still did not feel stimulation after increasing ¿all the way.¿ the patient also tried switching to program 4, but had the same result. The patient denied any falls or trauma associated with the event. The patient did not want to spend her vacation in the emergency room (ER) and would follow up with her healthcare provider (hcp).

Event description:
Additional information received from the patient reported that the patient wanted to turn stimulation on. Patient programmer (pp) use was reviewed. Stimulation was on and program 2 was at 0 volts. Turning stimulation off was reviewed and the patient confirmed this with no lightning bolt. Navigating to program 4 was reviewed but the patient was afraid to synchronize while on the phone in case therapy would turn on. It was unclear what program the patient ended up on though stimulation should've been off. Too high of stimulation was mentioned again when changing programs with event dates of (B)(6) 2015. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the patient reported that in (B)(6) 2015, she was changing programs because she had a return of symptoms that occurred daily. She did not decrease stimulation before making the new group active, stimulation was set too high and she felt a shock that almost made her black out. It was reviewed that when changing programs stimulation should first be turned off, the new program should be activated, decreased to zero and then stimulation could be turned back on and increased to the desired level. It was later reported that on (B)(6) 2015, the patient was having intermittent issues with poor communication. There was no telemetry with the antenna and they were getting the poor communication screen. The patient programmer seemed to operating erratically. On (B)(6) 2015, the patient was also assisted in changing to program 3 and adjusting stimulation to 0.4. The stimulation was comfortable and she wanted it left at that level. It was noted that the patient did not say that changing programs back in (B)(6) resolved the return of symptoms. The indications-for-use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.